Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a history/settings (inaccurate delivery) issue. . There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the reporter was able to troubleshoot to identify the issue, and the insulin delivery could be affected.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 10/25/2017 with the following findings: during investigation, the last basal delivery was on (B)(6)2017. The last bolus delivery was a 3.0 u normal bolus. The total daily dose added up correctly and reflected the users programmed basal rates. The pump passed delivery accuracy testing with no delivery defects found. The pump was found to be delivering within the required range and delivering accurately. There were no errors, alarms or warning during testing. The original complaint was unable to be duplicated. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.